Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the device was deployed without any issues. The lever was closed, and the foot was retracted; however, when the device was attempted to be removed, it would not come out. Attempts were made to remove the device but were unsuccessful. A vascular surgeon performed a nick and spread and was able to simply withdraw the device from the patient anatomy. No vessel damage occurred. It was confirmed that the foot closed. It was also noted that the tissue tract was very narrow which was the likely cause of the difficulty in removing the device. The suture from the same device was tightened, but there was still some bleeding; therefore, manual compression was also applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The entrapment and patient device interaction cannot be confirmed as they are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issues and the subsequent treatment appears to be related to circumstances of the procedure. In this case, based on the reported information and the observations from the returned device analysis the device likely interacted with the vessel inducing the difficulty based on the reported ¿it was also noted that the tissue tract was very narrow which was the likely cause of the difficulty in removing the device.¿ the observed damage noted with the returned device is related to the circumstance of the post procedure removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.